Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant low results was not replicated with in-house retain testing of triage sob lot t14632n with an in-house calibrator. No issues with recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Discrepant low results on sob panel when compared to clinical presentation on 1 patient. Patient information: male, 69 years, symptomatic patient. Chest pain patient, ECG shows myocardial infarction. Sample type: edta whole blood (hemolytic sample).